Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿battery went bad¿ and had a new ins placed. When asked if the old ins battery was replaced due to expected longevity, it was first stated that they ¿didn¿t know¿ but then noted that ¿I think that the battery went out early¿. The date of the replacement surgery was not known but ¿guessed¿ it was ¿maybe 4 years ago¿. When contacted for follow up information, the healthcare professional (hcp) reported that they last saw the patient on (B)(6) 2008 and did not have any information after that date. It was also noted that it was unknown if hospitalization was required for the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 377860, lot# v012927, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 377860, lot# v012927, product type: lead, product ID: 37752, serial# (B)(4), product type: recharger.